Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and impedance variation. The caller stated that the patient had a previous lead revision due to micro dislodgment and the patient may have recently been shoveling snow. The lead remains in use. No patient complications have been reported as a result of this event.